Event description:
It was reported that during an implant procedure, the left ventricular lead distal end was damaged when it was passed through the valve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The analyst noted that the lead passed thru fresh introducer with no issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.